Event description:
(B)(6) - repair mr ide study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation with p2 flail. Two mitraclips were successfully implanted, reducing the mr to grade 1+. Starting on (B)(6) 2022, recurrent mr was noted. The patient was asymptomatic. On (B)(6) 2025 severe mr was noted. The next day, additional imaging was performed with evidence of myxomatous degeneration, severe regurgitation involving the lateral clip site, and evidence of an anterior leaflet detachment. Reportedly, the patient has progressive symptoms of dyspnea and palpitations. Per physician, the event was not serious and unrelated to the clip device. There was no additional/unplanned hospitalization, and no treatment provided due to this issue.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The cause of the reported dyspnea and arrythmia were unable to be determined. The reported patient effects of mitral regurgitation, dyspnea, and arrhythmia, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.